Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results): 1 device: chassis/frame; pin / device migration; mechanical problem identified. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 1 malfunction event(s), where it was reported the device experienced chair difficult to fold into seat position/fold up. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
In accordance with the "final guidance on medical device reporting for manufacturers" issued on november 7, 2016, stryker medical will no longer report the hazard of chair difficult to fold into seat position/fold up for our ems chair lines (product code ilk), as this hazard has not caused or contributed to any serious injuries. While no new mdrs will be generated for this hazard moving forward, additional supplemental records may be submitted for past reported events if new information becomes available. Should a new serious adverse event occur attributed to this hazard, MDR reporting will resume.

Event description:
No new information.